Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve met requirements for pressure-flow testing at 20.4 ml/hr at -50 cm, however, it did not meet specifications for all other pressure-flow and preimplantation testing. A review of the manufacturing records showed no anomalies. No impact to patient reported. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that once the shunt had been placed, it would not flow distally.